Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident and the current blood glucose level was 513 mg/dl. The customer was assisted with troubleshooting. The customer was not treated with for high blood glucose level. Customer reports insulin pump system has not been in use within 48 hours of reported high blood glucose event. Customer does not allege pump the insulin pump was under delivering. Auto mode feature was not active the insulin pump will be returned for analysis.